Event description:
It was reported that during the procedure the medium hexdriver broke during screwing in the 5.0 screw into the patient. All pieces were recovered from the patient. There was no harm to the patient or staff. There was no substantial procedural delay when the medium hexdriver broke because a smith & nephew back up was available. Everyone survived the procedure. The broken medium hexdriver is being returned via fed ex (B)(4), to smith & nephew for replacement. Currently, there is no supplemental information (patient or photos) available. At this time, no letter is required. Should this change, I will immediately notify smith & nephew so one can be generated and sent to the customer.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the threaded end of the retaining rod fractured off the device, rendering it inoperable. The fractured tip and hex driver portion of the device was not returned for evaluation. The device was manufactured in 2012 and shows signs of extensive wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.